Manufacturer narrative:
Initial and final MDR (B)(4) device 8 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of bent cannula with 8 infusion sets after using the sets for 4-6 hours for all events. The site of insertion was abdomen and upper buttocks and was rotated regularly. Patient noticed symptoms 3 or more hours after insertion for all events. However, patient's blood glucose leves became high for which patient took correction injection via multiple daily injection (mdi) and replaced infusion set. However, the patient had to go to the emergency room (ER) and was subsequently hospitalized. The patient also had ketones and the ketone level was identified as life threatening by the health care professional (hcp). At hospital patient received intravenous and fluids of saline and insulin which resolved the issue. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-27346. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for soft cannula found bent upon removal from infusion site. The batch 6005578 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1 on reference samples, 5 samples out 5 samples passed the test. Device history record (DHR) review: the lot 6005578 was manufactured according to the wi version 111 manufactured in the line 7, on 25/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11-aug-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6005578 and no other more complaints have been registered in database for the same lot 6005578 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no more complaints received on the lot in question and malfunction code, no further actions are required.

Event description:
To date no additional patient or event details have been received.